Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon and on the tip, and contrast on the shaft, consistent with handling and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were two bends in the hypotube 9.5 cm and 19 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. Follow up information received from the account confirmed that once the sds was removed from the patient, the stent dislodged. It is likely that an interaction with the calcified anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and loosened the stent on the balloon. Further manipulation would have subsequently led to the stent dislodgement after the sds was removed from the patient anatomy. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during the procedure in the heavily calcified and tortuous left anterior descending artery, a 2.5 x 12 rx xience v stent delivery system was advanced but could not cross the lesion. The delivery system was removed from the anatomy and the lesion was treated successfully using a new xience stent system. There was no adverse patient effect or significant clinical delay in the procedure. Return device analysis revealed the stent had dislodged and was not returned. Additional information reports that after the stent delivery system was removed from the anatomy, the stent dislodged from the balloon without manipulation. The stent was discarded by cath lab staff. No additional information was provided.